Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose level was 563 mg/dl. He corrected his high blood glucose level with a manual injection. The customer declined to run the rest of the high blood glucose troubleshoot. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.